Manufacturer narrative:
The unit will not be returned for evaluation. Unit was mistakenly disposed of. It is not possible to verify an assignable cause without evaluating the complaint unit. Insufficient information for a complete investigation. The DHR and lot history review could not be performed because the microtip lot information was unavailable. A review of console history (s/n (B)(4)) was performed during the months of (B)(4) 2013 and showed that there were two (2) reported microtip unit failures originating from this console. An email was sent to the sales rep on (B)(4) 2013 in regards to the number of complaints from this facility. Per the sales rep, the customer was not using a compression cuff, which can lower the psi of the bag. This cause for the microtip failures cannot be verified. The rep also stated that when the units stop cutting, the staff will sometimes immediately install a new cartridge without trying to troubleshoot the unit. The rep has since in-serviced the staff. Since the staff retrain, the frequency of complaints from this facility has decreased. (B)(4).

Event description:
Hand piece error message. Put a new one in and it worked.